Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure deflation issues occurred. The target lesion was in the common bile duct (cbd). An extractor rx 9 - 12 mm retrieval balloon had been selected to treat the target lesion. While preparing the device, the device was inflated outside the patient's body and it was noticed that the device "took longer to deflate". The device did not come into contact with the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.